Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence, resulting in the customer going to the emergency room (ER) with a blood glucose of 420 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer changed the cartridge to resolve the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.